Manufacturer narrative:
Evaluation - method: the device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg passed functional testing but had low battery indications. Parameters indicate normal battery depletion is likely. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2005. Reportedly, the pt lost effective stimulation on (B)(6) 2009 and the physician replaced the ipg. Normal battery depletion could not be determined. The lead was tested and no problems were found. No additional events have been reported since replacement. The ipg was returned to ans for analysis.